Manufacturer narrative:
If implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that doctor inserted a zxt300 20.0 diopter intraocular lens (iol) when he noticed that the capsular bag was weak and had to take the lens out. It was noted that there was no product quality issue. In follow up, it was reported that there was a capsule tear and a vitrectomy was performed after the lens was used. The lens was removed and a replacement lens from another manufacturer was used during the same surgery. There was no incision enlargement performed and no other medical or surgical intervention was required. Reportedly, there was no patient post-op injury; the patient outcome when discharged was good and met the standard. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/7/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.